Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation the pump delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. No problem found during the investigation.

Event description:
Information was received indicating that this smiths medical cadd legacy pump failed accuracy by -9.05%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Event description:
Follow up information generated with customer response in h 10.

Manufacturer narrative:
Follow up information on march 25th, 2020 revealed no patient involvement as event occurred during testing.